Manufacturer narrative:
(B)(4). Sample is not available for evaluation as customer reported it was contaminated.

Event description:
It was reported that a nursing assistant noticed and heard a leak coming from the endotracheal tube. The situation was reported to the respiratory therapist and doctor who then determined to reintubate the patient.